Manufacturer narrative:
Samples received: we have received 3 samples in original closed packaging. Preliminary analysis: stock review: checked the stock verified that to date we do not have available units of this product code and lot in reference. Quantity produced / imported: of this product code and lot number, 8,976 units were produced in total. Background: the database of complaints was reviewed and it was evidenced that to date no reports have been received for this cause, which are related to this batch number and product code. Batch record: the batch manufacturing registry was checked and it was evidenced that this product had a normal process and the results obtained during the process, complied with the requirements established in the usp and those required by b. Braun medical . Results for batch release: the results for the tensile strength at bundles for batch release, meet the requirements of b. Braun medical. Analysis of the sample (s): the samples received were visually inspected, were in their original unopened, unopened packaging; the samples were submitted to a test of resistance to tension in the knot: result: average: 1.84 kgf, maximum: 2.06 kgf, minimum: 1.50 kgf (requirement: 1.25 kgf). Conclusions: based on the research carried out on the samples received and in relation to the release of the lot, the claim is determined as "not confirmed", since the lot complies with the usp and the requirements of b. Braun medical for this suture . Actions: in accordance with our internal procedures, there is no need to establish corrective or preventive actions. However, this complaint is recorded in the trend analysis to assess whether actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that the thread continuously break.